Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was not broken; however, it was observed that the distal pierced hole was torn. This condition displaced the cutting wire/notch from its original position. Additionally, the distal section was checked under magnification and observed the working length was torn and the cutting wire was bent and blackened. The exposed cutting wire length was measured, and it was found out of specifications due to the wire being displaced. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event of wire break was not confirmed. Upon analysis, the distal pierced hole was torn. This condition is evidence that the cutting wire anchor slipped down the catheter causing the catheter to tear. The failure found could have been generated if the handle was extended or retracted while the device was in a coiled position. Additionally, the cutting wire was found bent and blacked. Based on the condition of the device, these failures could be generated by the technique used or during advancing through the endoscope; also, if the cutting wire was not completely in contact with tissue when applying electrocautery current or by excessive power. The investigation concluded that the probable root cause for the encountered issues of cutting wire bent/blackened and working length torn is adverse event related to procedure. Based on the analysis that the cutting wire was not broken; the investigation concluded that the most probable root cause for the reported complaint of wire break is no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during a cbd stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke while cutting the papilla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown. However, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during a cbd stone procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke while cutting the papilla. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.